Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and advised that there may be a lead integrity issue. It was also noted that the lv lead exhibited high thresholds in certain pace vector configurations. The lv pace vector was reprogrammed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue monitoring this patient. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2500 ohms along with continued high thresholds. It was noted that capture was only able to be obtained with an output of 6 volts. During a change out procedure for normal battery depletion, the crt-d was explanted and the lv lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.